Event description:
Sounded like maternal heart rate (mhr), and fetal heart rate (fhr) display reads 80-90. The printing on the paper strip reading 170's. Not sure if it was recording mhr or double counting. Tracing not interpretable; varying from 95-200.